Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, the functional testing found that the motor moves around a little which is the cause of the power loss. Additionally it was noted that the locking and round pins are damaged, they should be replaced for proper operation of the anchor and locking of fittings. Preventive maintenance, cleaning, lubrication, replacement of seals and gaskets was necessary. Device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported that the trigger jammed. This is report 1 of 1 for event # (B)(4).